Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have air bubbles in them. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: issue is gel airbubbles this report is about clotting. When the delivered product was checked, the additive in the blood collection tube was clotting like gel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-sep-2023. H.6 investigation summary: material #: 367528. Lot/batch #: 2237485 . Bd received 11 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for gel air bubbles was observed. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, therefore additional testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was able to duplicate or confirm the customer¿s indicated failure mode, gel air bubbles, because the defect was evident in the testing of the complaint lot samples. All other visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have air bubbles in them. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: issue is gel airbubbles. This report is about clotting. When the delivered product was checked, the additive in the blood collection tube was clotting like gel.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.